Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0955-2020. (B)(4). S/w 4.10c. Device received with a depleted duracell alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. Device uploaded properly using carelink. Device had scratched case, faded serial number label, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: 03/23/2020 dailytotalofallinsulindelivered = 91.9. 03/24/2020 dailytotalofallinsulindelivered = 96.85. 03/25/2020 dailytotalofallinsulindelivered = 117.5. 03/26/2020 dailytotalofallinsulindelivered = 98.05. 03/27/2020 dailytotalofallinsulindelivered = 87.15. 03/28/2020 dailytotalofallinsulindelivered = 89.05. 03/29/2020 dailytotalofallinsulindelivered = 72.

Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2020. The cause of death was acute coronary/unstable angina. The customer was wearing the insulin pump at the time of death. The caller returned the insulin pump for analysis.